Manufacturer narrative:
The combination of devices implanted in this case constitute an off-label application, as this is not an FDA approved use of hemi heads in the USA.

Event description:
It was reported that revision surgery was performed due to pain. Device displacement, rotation and metallosis reportedly noted at revision.